Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument tore and cracked right at the transition from the metal jaws to the plastic shaft. As a result, the prograsp forceps instrument could no longer fit through the trocar and could only be removed from the abdominal cavity together with the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a similar backup instrument was used to proceed with the case. The reporter confirmed that the trocar could not be removed from the prograsp forceps instrument and clarified that the trocar was not defective.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the progress forceps instrument (part# 471093-11 / lot# k10220208 0943) associated with this event has been performed. Per logs, the progress forceps instrument was last used on (B)(6) 2022 on system (B)(4) for a radical prostatectomy with lymphadenectomy surgical procedure. This complaint is being reported based on the following conclusion: it was alleged the prograsp forceps instrument could not be removed from the cannula due to the instrument was damaged (tore and cracked right at the transition from the metal jaws to the plastic shaft) during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure. A torn/cracked component of an instrument could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported complaint. The instrument was found to have the main tube broken. No material was found to be missing. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. Common causes of the failure mode are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.